Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
Us legal it was reported that 4 weeks after the patient underwent a first revision surgery of the left hip due to metallosis on (B)(6) 2018, the patient suffered from a dislocation of the hip and presented pain. The patient underwent a failed closed reduction on (B)(6) 2018 and underwent and open reduction with revision on (B)(6) 2018 to address the reported dislocation. During the revision surgery, a sn poly liner and a femoral head from a competitor¿s were explanted from the patient and replaced with new ones. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, with the information provided the clinical root cause of the reported dislocation and subsequent failed closed reduction and revision cannot be confirmed. However, the patient¿s turning motion and intervening soft tissue between the femoral head and the implant cannot be excluded as a contributory factor to the dislocation. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for hip systems revealed that dislocation has been identified as a warning and precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, with the information provided the clinical root cause of the reported dislocation and subsequent failed closed reduction and revision cannot be confirmed. However, the patient¿s turning motion and intervening soft tissue between the femoral head and the implant cannot be excluded as a contributory factor to the dislocation. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for hip systems revealed that dislocation has been identified as a warning and precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.